Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that on (B)(6) 2010, the patient performed gastroduodenal guidance and oral contrast. It was identified iodinated contrast medium was installed through a sudermic port, revealing a leakage of contrast at the site of insertion of the catheter into the gastric sleeve.